Event description:
It was reported that the pt underwent a 2-level open tlif at l4-s1 using vertebral body spacers/rh bmp-2 supplemented with posterior fixation instrumentation. At an unk time post-op, the pt reported leg pain, and CT and MRI scans were undertaken. The scans revealed a mass adjacent to the l5/s1 nerve root. A surgical intervention was performed approx 10.5 weeks post-op to excise the mass, which was described as a reddish granular/fibrous mass which did not contain blood, serum, or other fluids.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for evaluation. Therefore, we are unable to determine the cause of the event.